Event description:
It was reported that the patient developed a systemic infection. The whole system including the pulse generator and both the leads was explanted prophylactically. The physician does not believe the infection was device or procedure related. The patient was in good condition both prior and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.